Event description:
Pt filed pro se lawsuit which claims he received thr on 11-16-92 including a hylamer liner. He further claims the liner has failed and he began experiencing pain in september 1995; finally being revised in february 1999. No part numbers were provided and no exact date of revision.